Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had fault code 255-202-2. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported event that the device displayed error code 255-202-2 was confirmed during the laboratory testing. The root cause is attributed to a faulty power supply board the external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pcu event log showed no data for the reported event date on pump module. The facility did not provide infusion details. The review of the logs is based on the last programmed infusion administrated on 12 june 2025. At 12:35 pm an iron sucrose infusion was programmed. Despite the pump module alarming air in line (three (3) times), the infusion was completed as scheduled. A battery conditioning test was attempted on the suspect pc unit. However, it could not be completed; and error code 255.202.2 was displayed. The test was performed again on the suspect pcu replacing the power supply board, and the capacity was found to be within specification. The results showed the old capacity was 3400 mah (milliampere-hour) and the new capacity as 3989 mah. Per the alaris ® pc point-of-care unit tip sheet states that the pcu software runs ¿self-checking¿ programs prior to and during operation. A system error (communication) message is presented whenever the device has detected a software error that affects the ability of the pc point-of-care unit to communicate with attached modules. If this occurs, operation continues on all channels; current infusions will not be affected but the pump will not be able to accept any new changes to the rate, dose or vtbi. Obtain a new alaris ® pc point-of-care unit. Do not select system on until a new unit is available, operation continues on all channels during this time. Programmed settings on the pump will not be restorable, so current rate, dose and vtbi settings should be noted and recorded prior to powering down the unit. The device was reported to have no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had fault code 255-202-2. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported event that the device displayed error code 255-202-2 was confirmed during the laboratory testing. The root cause is attributed to a faulty power supply board the external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pcu event log showed no data for the reported event date on pump module. The facility did not provide infusion details. The review of the logs is based on the last programmed infusion administrated on 12 june 2025. At 12:35 pm an iron sucrose infusion was programmed. Despite the pump module alarming air in line (three (3) times), the infusion was completed as scheduled. A battery conditioning test was attempted on the suspect pc unit. However, it could not be completed; and error code 255.202.2 was displayed. The test was performed again on the suspect pcu replacing the power supply board, and the capacity was found to be within specification. The results showed the old capacity was 3400 mah (milliampere-hour) and the new capacity as 3989 mah. Per the alaris ® pc point-of-care unit tip sheet states that the pcu software runs ¿self-checking¿ programs prior to and during operation. A system error (communication) message is presented whenever the device has detected a software error that affects the ability of the pc point-of-care unit to communicate with attached modules. If this occurs, operation continues on all channels; current infusions will not be affected but the pump will not be able to accept any new changes to the rate, dose or vtbi. Obtain a new alaris ® pc point-of-care unit. Do not select system on until a new unit is available, operation continues on all channels during this time. Programmed settings on the pump will not be restorable, so current rate, dose and vtbi settings should be noted and recorded prior to powering down the unit. The device was reported to have no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had fault code 255-202-2. There was no patient involvement.